Event description:
From staff: when surgical tech and circulating rn performed their first count after opening and setting up for the case, it was discovered that one bundle of the raytex from the neuro spine pack did not have a sleeve on it and it was missing 2 raytex.